Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states they had received off no power alarm. The customer states they had not received low battery alarm. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No motor error alarm was noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No cosmetic damage was noted.